Event description:
The user facility reported that an operator sustained a chemical burn from residue remaining on scopes processed in the system 1 processor. Steris has contacted the user facility several times to obtain additional event and injury information, however no response has been received.

Manufacturer narrative:
A steris service technician inspected the unit and found a cycle cancelled due to a high pressure pump processor fault alarm which occurred due to a damaged tray. The technician replaced the tray, ran test cycles and returned the unit to service. The system 1 processor is not under steris service contract and is maintained by the user facility. As a previous cycle did not complete, the steris 20 sterilant concentrate cup may have had residual sterilant remaining. The operator manual states (pp. 3-27) "section 3.7: disposal of s20 - put on following protective attire: waterproof gloves, apron and chemical goggles or face shield. Wear protective attire for entire procedure". The manual further states "3.6 cancelled cycle: refer to section 3.7 for sterilant disposal instructions". Steris is filing this report due to an abundance of caution as steris was provided limited information at the time of initial event reporting and has not received a response to multiple follow up attempts. Steris will re-open the complaint if additional information becomes available.